Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm and low reservoir anomalies noted. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons hard to push, sticky and sometimes unresponsive. The customer's blood glucose value was unknown. Customer stated insulin pump had no delivery alert and piece of plastic was chipped off from the reservoir. Customer stated insulin pump lost settings. The insulin pump will not be returned for analysis.